Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.

Event description:
It was reported that when the patient presented in clinic for follow-up, the atrial and ventricular leads were found to be dislodged. The right ventricular lead was explanted and replaced after repositioning was unsuccessful.